Event description:
The disconnect "sets" sold for pt's insulin pump are advertised as being able to be worn while swimming & bathing. However, pt states that the set detaches even when she sweats. Pt states that when she contacted the MFR that she was told that she needed to purchase a special adhesive for the "set" to remain attached during those activities. She was told by the MFR that if she purchased the adhesive that she would also need to purchase the adhesive remover. The last shipment of needles she received that are used to implant the "set" cannula are bending during the implanting procedure. Pt states that she has been using insulin pumps for 20 yrs.